Event description:
After an implantation period of approximately 74 months a battery depletion was reported. The device had indicated eri on (B)(6) 2017. At the moment biotronik has no further details with regard to a revision procedure.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned data. The returned device data were analyzed. The check showed that the eri detection took place on (B)(6) 2017. The data also showed that a message was transmitted on (B)(6) 2017 that the tachycardia detection was inactive. It can be assumed that the therapy had been turned off during the follow-up on (B)(6) 2017. The device status eos was not detected at any time. There were no indications of a device malfunction.